Event description:
It was reported that during implant attempt, the helix was overturned while retracting and then could not be extended. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): helix blocked by guide tooth, there was blood in/on the helix/lobe mechanism, there was a damaged guidetooth and the lead appeared damaged at implant; full lead returned and analyzed.